Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, after 72 hours, route and duration were not reported) and amikacin injection (125mg, once daily, route and duration were not reported) for peritonitis. Eight days after the event onset, the patient was hospitalized due to the event. It was reported that pd therapy and antibiotic treatment were discontinued 16 days after the event onset. He patient's pd catheter was removed. The patient was discharged from the hospital 18 days after the event onset. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: it was reported that re-catheterization will be planned for after one month. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on the clinical circumstances provided, since the peritonitis event was resolving at the time of death, it is unlikely that the pd disposables caused or contributed to the cardiac arrest event and subsequent death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the patient experienced cardiac arrest. The same day the patient passed away at home. The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.